Manufacturer narrative:
Additional information was received for this event. Device has been returned and an evaluation performed for it. This supplemental report is being submitted to provide this information. Procedure being performed was endoscopic retrograde cholangio-pancreatography (ecrp) procedure. Patient details, demographics, nor pre-existing will be provided. No anomalies were reported from any inspection of the device prior to use. No part of the device, wire or tip fell into the patient. The device history record for the lot indicated no anomaly with the event-related items below: the guide wire tip is connected properly. There are no cracks in the guidewire tip. No deformities in the basket wire. The customer returned the bml-v442qr-30 single use mechanical lithotriptor v (lot 9zk) for evaluation due to ¿distal tip wire guide had detached from basket and still on wire¿. The device was not returned in the original package. A visual inspection was performed on the received condition and found a small piece of shrink tube and the protective tube missing from the returned device. The small piece of shrink tubing is missing at the distal end. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The basket wire has wet, foreign material present; however, no physical damaging. There are no other damages on the device. The injection port, wire joint, pipe and stopper show no signs of abnormalities or damage. The movement of the basket wire is very heavy, due to the presence of foreign material within the device. A likely cause of the issue may be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. However, the root cause cannot be conclusively determined. The instructions for use includes the following statements: do not forcibly push or pull the sheath or the bml handle during lithotripsy. Perforation, bleeding or mucous membrane damage could result. It may also damage the endoscope and/or the guidewire and/or the instrument. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported through alberta health services that a single use mechanical lithotriptor v, lithocrush v bml-v442qr-30 wire-guided basket threaded onto the wire, and was passed down scope. While attempting to cannulate duct with basket, it was discovered the basket was no longer tracking on the wire. The distal tip wire guide had detached from basket but was still on the wire. The wire was removed, and the tip was removed. A new basket was used to complete the procedure. There was no patient injury or harm reported. No additional information was provided.